Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: broken shell and underweight. A visual and microscopic analysis was performed which identified, broken crease sharp on radius, stress marks and creases fold. Based on the device analysis, the final assessment is: an broken crease sharp on radius assessed, as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.